Event description:
A malfunction alarm was reported with the specific code malf 9. However, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again, which they understood and acknowledged.